Event description:
A surgeon reported that after docking and applying the laser, he could not elevate the flap, there was no side cut. When he checked the print out of laser, he found that the energy had dropped from 0.9 to 0.1. Preventative maintenance (pm) was done the day before surgery and the default cutting settings were changed without any prior notice. According to the company clinical applications specialist, the values of the surgical parameters were not double checked by the surgeon prior to the procedure. The event resolved with treatment. There are two medical device reports associated with this event. This report is for the left eye. The report for the right eye has already been submitted.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).